Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the explant procedure due to infection. Transesophageal echocardiogram (tee) was performed and noted the vegetation on the right atrial (ra) lead and right ventricular (rv) lead. The procedure was canceled and the patient was placed with antibiotics and continued to be monitored. The patient was stable throughout.